Event description:
Previous emdr reported rupture. Upon further review, it was found that device is non-PMA approved, hence rupture is being unreported.

Manufacturer narrative:
Previous emdr reported rupture. Upon further review, it was found that device is non-PMA approved, hence rupture is being unreported. Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.